Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of adriamycin. After an unspecified length of time in use at the end of therapy, it was reported "a few drops" of solution leaked from the tubing where the "hard plastic piece and tubing connect" onto the patient's shirt. The shirt was discarded. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.